Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Perforation was reported. The lead was successfully repositioned. The patient's condition was good after the event.